Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 months post-implant, it was reported that the patient had a driveline bacterial infection. The patient was treated with drug therapy. It was reported that the infection was due to patient condition.

Manufacturer narrative:
A correlation between the device and the reported infection could not be determined. The patient was treated for the reported infection and remains ongoing on vad support with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Age of device: 3 months. The device remains implanted and in use by the patient. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.